Manufacturer narrative:
The reported event of counter anomaly was confirmed. Based on the information provided, it was determined that the symptom episode count was correct. There was an outage on (B)(6) 2024, that caused the transmission with a symptom episode to be missing on merlin.net, resulting in confusion with the counter accuracy. The device is performing per design.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac defibrillator (icm) exhibited incorrect measurement. No intervention was performed. The condition of the patient is unknown.